Event description:
Physician stated that a pt had revision blethroplasty. One day following the procedure, the pt returned with a 2mm gap of the incision. Pt used peroxide on a q-tip to bath the suture. When pt returned, there was no suture present. Md could not determine what happened to the suture/surgical site. Md opines that suture may have been adversely manipulated by the pt, prematurely absorbed or may have been broken due to extreme tension. Incision was repaired. Pt developed ectropion, described as mild and is being treated with steroids and eye excersises.